Event description:
Healthcare professional reported via nbir "capsular contracture baker grade IV, seroma, suspected/actual rupture". This record is for the left side. The device has been explanted and replaced. Capsulectomy/capsulotomy performed.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture baker grade IV, seroma, suspected/actual rupture". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture baker grade IV and seroma.